Event description:
A report was received that the patient was having trouble charging her device. The ipg was implanted in the patient's stomach and after weight gain it had become difficult for the patient to charge. The physician has recommended a pocket revision.